Event description:
It was reported that a vns patient experienced an increase in seizures due to unknown reason. Currently, the patient has increased life stress and the neurologist increased the patient's parameters. However, the relationship of the increase in seizures to vns therapy is unknown as well as pre-vns seizure levels. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.